Manufacturer narrative:
Results: there was no visible damage to the exterior of the unit. Conclusions: evaluation of the returned lightning revealed a functional unit. The lightning was able to power on, aspirate, and function as intended. The root cause of the reported clog was unable to be determined. Penumbra lightning are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein using lightning aspiration tubing (lightning). During the procedure, the lightning tubing became clotted. The lightning tubing was disconnected from the catheter and submerged in saline. The tech put their finger over the tubing in attempt to clear the tubing but was unsuccessful. The procedure was completed using a non-penumbra device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2020-01169.